Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address knee pain and loose tibial component. Loosening occurred at the bone to cement interface. Cement is a depuy product. It was also stated that depuy femoral and tibial component was revised due to conversion from uni to tka.

Manufacturer narrative:
Please disregard this reported product as it was reported in error. Upon review of the medical records it has been determined that the tibial component was intact, not loose. Therefore, the tibial component will now become and MDR no. Revision was due to the natural progression of arthritis.